Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, redness, and a minor infection, underneath sensor pod area only, which occurred one day after the sensor had been inserted in the arm. On (B)(6) 2023, the patient was seen by a healthcare provider and received a prescription of an oral antibiotic, amoxiclav. It was reported that the infection subsided after the course of amoxiclav. No additional event or patient information is available.